Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy from catheter.

Event description:
Note: this report pertains to the one of three resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution clip devices were used in the colon for an active gastrointestinal bleed procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy from the catheter. The same problem occurred with the second and third resolution clips. The procedure was completed with another three resolution clips. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.